Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and was found to have a loose pitch cable at the proximal end. As a result, the cable became loose at the distal end. There was no damage found to the pitch cable or the clamping pulley. The screw was not found to be loose. The complaint was confirmed by failure analysis. Additionally, intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, the customer was not able to provide any additional details regarding the reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument tip was identified to be "completely out of the shaft." No further information provided at this time. No patient involvement.